Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, cul-de-sac operation nec, rectocele repair, vaginal suspension and fixation, urine incontinence repair, and suprapubic cystoscopy due to vaginal prolapse, mixed incontinence, sacrospinous ligament, vault fixation, suburethral sling, posterior colporrhaphy, enterocele closure, cystoscopy, and suprapubic tube insertion.

Event description:
It was reported that the patient underwent a gynecological procedure; vaginal prolapse repair, sacrospinous ligament vault fixation, sub urethral sling, posterior colporrhaphy, enterocele closure, cystoscopy on (B)(6) 2003 for high grade vaginal prolapse and mixed incontinence, and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.